Event description:
Healthcare professional reported ¿chronic inflammatory granule¿ and "cyst measuring 115x70x75mm" via pathology report.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, g2, h6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Patient reported "observed a change in a shape of right breast, in magnetic resonance imaging (MRI) signs of ruptured implant" healthcare professional later reported "around the damaged right breast implant, there was a thickened fibrous capsule¿becker scale grade 4, which deformed the allergan prosthesis¿the capsule was completely removed and sent for histopathological examination" "since 1.5 year the patient observed a change in a shape of right breast, in magnetic resonance imaging (MRI) signs of ruptured implant¿. He lymph node is suitable for evaluation on ultrasound¿, ¿nipples without solid or cystic lesions; the visible rounded circle of the contours of the implant from the chest wall side and with fibrous capsule thickening up to 2.5mm; ¿right breast implant, with possible inflammatory state; ¿rounded circle of the contours of the implant from the chest wall side and with fibrous capsule thickening up to 2.5mm is characteristically related to the contracture deformity and thickness. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade IV, seroma-late, and lymphadenopathy.

Event description:
The event of lymphadenopathy was confirmed to have not occurred. This event will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, and h6. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe. ¿ rupture: observed an opening assessed as surgical damage. ¿ seroma-late: unable to observe. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.